Event description:
It was reported that a pt complained of hearing loss after being scanned with a 3.0t signa hdx mr system. Based on hospital f/u with an acoustic noise questionnaire the pt was provided with hearing protection. The pt did consult with an otolaryngology specialist, but it is unk if medical treatment was prescribed. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.